Event description:
While in the operating room dr. (B)(6) attempted to use the magellan 1ml tuberculin safety syringe to draw up medication for the pt's spinal anesthesia. When pulling off the cap, the safety mechanism disengaged preventing him from drawing up the medication. This happened with multiple syringes.